Event description:
It was reported that during a da vinci hysterectomy procedure, the tips of the megasuturecut needledriver instrument could not grip the needle. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of would not grip the needle. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Functional performance testing did not find any issues. The instrument was fully functional. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported tips would not grip the needle if to recur could cause or contribute to an adverse event.